Event description:
An 8 mm diameter x 80 mm length self-expanding aurora biliary stent was implanted in a pt for treatment of a right external iliac artery stenosis in 2004. Percentage of lesion stenosis was 100%. The lesion was calcified and there was no tortuosity. The pt has a history of peripheral vascular disease. The lesion was pre-dilated. It was reported that 4-5 crowns of the stent were deployed and the delivery system was pulled down for positioning the stent at the intended location when the stent seemed to have separated. Films were received and reviewed by medtronic and later discussed with the physician. The physician confirmed that approx one third of the stent was deployed when he attempted to reposition it due to his experience with other stents. The physician stated that he could vaguely see the stent in the vessel at the proximal and distal ends but not in the middle and thought the stent fractured. He deployed an 80 mm stent within the previously deployed stent and then a 40 mm aurora stent to cover the distal end of the first stent. The distance between the two ends of the 8 x 80 aurora stent measured 120 mm; therefore making it possible that the physician perceived this as the stent having broken. The stent was post dilated in the stretched position with a 7 x 40 balloon. It is impossible to directly verify whether the stent fractured. Once a portion of the stent is deployed, the stent is intended to anchor to the vessel wall and becomes hard to reposition; however it would stretch. No additional clinical sequelae were reported, and the pt is reported to be fine.